Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the needle detached when the physician was trying to pass the suture through the patient's right sacrospinous ligament. The needle was captured inside the capio cage. The physician noted that the capio carrier was bent and firing off center, and he opined this is what caused the suture to break. The physician used another uphold vaginal support system to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.